Event description:
The customer contacted stryker to report that their device failed energy test load cable check. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device failed energy test load cable check. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.